Event description:
Related manufacturer reference number: 2017865-2022-45033. During a remote follow-up, episodes of noise resulting in oversensing due to electromagnetic interference were observed. It is unknown if these episodes were due to the device or the right ventricular (rv) lead. Both the device and rv lead were capped and replaced to resolve the event. The patient was stable.